Event description:
It was reported that (1) device was used during an inguinal hernia procedure. It was reported by the affiliate that the ems instrument did not fire staples during the procedure. Another instrument was used to complete the case. There was no consequence to the pt.